Event description:
It was reported that during a colon resection, the surgeon attempted to fire the tlc75 device with a blue reload. The proximal staple was incomplete. Two subsequent firings with a green reload also experienced incomplete staple lines in the proximal jaw. This issue caused the resection length to double from 4 cm to 8 cm, resulting in abdominal contamination. The procedure was completed using a fourth tlc75 device. The patient is now in discontinuity, unable to be reconnected, and remains in ICU. The patient was brought back to operating room on friday. The surgeon was convince that the device was not the cause of the incident it is because the patient has a chronic illness.

Manufacturer narrative:
(B)(4). Date sent 10/1/2025. D4 batch # unk. B3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.